Manufacturer narrative:
The date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of bending rubber pinhole. This does not indicate a medical device reportable (MDR) event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, nozzle had foreign objects and the most likely cause was not identified. There was no patient involvement.